Manufacturer narrative:
An outside the united states customer obtained a nonreactive (negative) atellica im hiv ag/ab combo (chiv) result for a patient sample on two different atellica ims that was considered discordant when compared to the result from an alternate method and historical results. The interpretation of results section of the atellica im chiv instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2022-00226 was filed for the same event. Siemens continues to investigate.

Event description:
The customer obtained a nonreactive (negative) atellica im hiv ag/ab combo (chiv) result for a patient sample on two different atellica ims that was considered discordant when compared to the result from an alternate method and historical results. The results were reported to the physician who questioned the results. There are no reports that treatment was altered or prescribed or adverse consequences due to the discordant nonreactive atellica im chiv results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00225 on july 22, 2022. August 24, 2022 additional information: an outside the united states customer observed atellica im 1600 hiv ag/ab combo (chiv), lot 313, discordant nonreactive results on one patient when compared to alternate method. Siemens reviewed available information to evaluate for a potential product problem. Quality control (qc) was in range when the results were generated indicating a patient/sample specific incident. Initial result - atellica im ih01696: 0.58 index (negative). Repeated results: atellica im ih01698: 0.51 index (negative). Alternate method: 2.89 index (positive). Sample from the patient was sent to siemens tsl for additional testing. The sample was repeated on atellica im chiv lot 313 and also run on atellica im ehiv. The results were non-reactive on both assays. The limitations section of the instructions for use states: "the calculated values for anti hiv and/or p24 antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or p24 antigen cannot be correlated to an endpoint titer." Exact root cause for the discordancy cannot be determined. However,the customer was notified that this patient is chiv positive before. It is unknown whether the patient is on anti-retroviral therapy, however this can cause false negative results due to antibody loss. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR supplemental 1 was filed for the same event.